Event description:
It was reported that the customer was hospitalized. It was stated that the customer had difficulties with the reservoirs and the generic infusion sets. The customer's blood glucose has been unstable, and the glucose level went from high to very low. It was stated that the customer had head trauma and was unconsciousness. It was stated that the doctor and the nurse were convinced that this incident was caused by using the generic infusion sets. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.